Event description:
It was reported that the ventricular lead was not capturing. The device was programmed off and right ventricular only pacing was used.

Manufacturer narrative:
No medwatch form was received.